Event description:
Routine complaint investigation when a consumer reported their meter reading high. User received a meter reading of 150 mg/dl. They took insulin and when the paramedics arrived thier blood sugar was 50 mg/dl. Caller reported that they passed out.